Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The patient effect of death appears to be related to patient conditions. Death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Mean age 78+/- 10 years. Sex: majority male. Estimated dates. The UDI number is not known as the part and lot number were not provided. The other adverse events referenced in the article are submitted under separate medwatch MFR numbers the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to death. Specific patient information is documented as unknown. Details are listed in the article: real-time left ventricular pressure-volume loops during percutaneous mitral valve repair with the mitraclip system. No additional information was provided.